Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the evaluate the analyzer. The fse performed multiple interventions and determined that the cause of failure was due to multiple hardware malfunction. The fse replaced multiple parts which included the solenoid valve assembly, 3 way valve, sample syringe , wash syringe, ise mix motor, cl electrode cable, na electrode cable, k electrode cable, mix motor, ise tubing, reference electrode, sample syringe case and sample syringe which resolved the issue due to multiple hardware interventions performed, a definitive component could not be identified as the sole contributor of this event however there is sufficient evidence to suggest a hardware malfunction was the cause of this event. Section a2, a4, and a5: information not provided by customer. Section e1 initial reporter phone number is (B)(6). The beckman coulter identifier is case- (B)(4).

Event description:
The customer reported erroneous low patient results for sodium involving the au680 chemistry analyzer. There was no report of change to treatment, injury, or death associated to this event.

Manufacturer narrative:
Corrections to the following section: g3¿ aware date was corrected.

Event description:
The customer reported the au680 clinical chemistry analyzer generated erroneously low patient results for sodium. There was no report of change to treatment, injury or death associated to this event.